Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc freestyle libre 2 sensor. A customer reported that on the morning of (B)(6) 2021, the sensor alarm did not trigger when their glucose level was low. Consequently, the customer experienced a loss of consciousness and required third-party treatment of glucose injection. No further information was provided. There was no report of death or permanent injury associated with this event.